Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is a report of a patient¿s transfer set that leaked after it disconnected from the patient line while performing peritoneal dialysis (pd) therapy. The technical services representative (tsr) assisted the caregiver (cg) as requested and advised the cg to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report 2 of 2 involved in this event.